Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In late (B)(6) 2023, the patient was seen at the hospital for a possible buried bumper. In (B)(6) 2023, imaging was completed which could not confirm the buried bumper. The stoma site looked clean with minimal ooze present. In (B)(6) 2023, the patient was experiencing significant abdominal pain when receiving tube feeds through the peg. Another CT scan was done showing that the peg bumper was migrating from the stomach. Tube feedings were stopped and the patient was referred to a gastroenterologist. On (B)(6) 2023, the patient's nurse clarified that the peg bumper and tube were migrating out from the stomach internally into the stoma tract. While no diagnosis of buried bumper syndrome was given, per the description it appears that the patient was experiencing an advanced buried bumper. No treatment was reported for the buried bumper.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. H6 code of 4581 was chosen to capture the event of buried bumper syndrome. A buried bumper is a known complication of a peg tube placement. Instructions for use indicates once the stoma site is healed, the abbvie peg tube should be mobilized. Push the abbvie peg tube carefully 3-4 cm into the stoma and move the tube in a bi-directional motion (back and forth) every time the dressing is changed. When doing so the tube should not be turned or rotated under any circumstances to prevent the formation of loops and dislocation of the abbvie j tube. It is important for the tube to move freely in the stoma to prevent the internal retention plate from becoming embedded (¿buried bumper syndrome¿). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.